Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had frequent air bubbles in multiple cartridge. Reportedly, the customer was correctly removing the air from the cartridge during the load process. The customer primed the tubing to address the events. There was no reported impact to blood glucose.